Event description:
Boston scientific crm received information that this lead exhibited consistently high pacing impedances including some measurements which were out of range. Sensing and threshold measurements were stable.

Manufacturer narrative:
The physician elected to monitor the patient. No adverse patient effects reported.